Event description:
It was reported that out of range high voltage pacing lead impedance, increased threshold and decreased sensing were observed on a rv lead during an implant. The lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was found. Electrical analysis revealed high lead pacing impedance due to that the helix was retracted and clogged with dried body fluid and tissue. Normal lead pacing impedance was measured when the helix was in extended position.